Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, a patient with erectile dysfunction of unknown cause received an inflatable penile prosthesis implant on (B)(6)2018. He sought medical attention on (B)(6)2023 reporting that the prosthesis had stopped inflating, making an erection impossible. During a physical examination, the doctor found that the cylinders were unable to inflate. The prosthesis was reviewed on (B)(6)2023 and all components were replaced. According to the medical report, there was a mechanical failure of the pump. The current prosthesis is functional and the patient is satisfied.

Event description:
According to the available information, a patient with erectile dysfunction of unknown cause received an inflatable penile prosthesis implant on (B)(6) 2018. He sought medical attention on (B)(6) 2023 reporting that the prosthesis had stopped inflating, making an erection impossible. During a physical examination, the doctor found that the cylinders were unable to inflate. The prosthesis was reviewed on (B)(6) 2023 and all components were replaced. According to the medical report, there was a mechanical failure of the pump. The current prosthesis is functional and the patient is satisfied.

Manufacturer narrative:
Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. While no functional abnormalities were noted during testing with the returned components, microscopic examination of the surfaces of the exhaust tube detachment end between the pump and the reservoir revealed rough and irregular surfaces, indicating stress was exerted. Based on the overlapping of the pump tubes, in combination with device usage over time, this could contribute to sufficient stress to separate the inlet tubing of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.